Manufacturer narrative:
(B)(4). The rt235 infant dual-heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare's (fph) field representative that a quantity of three rt235 infant dual-heated with evaqua breathing circuits "failed ventilator setup due to excess leak". This was observed prior to use on a pt. No pt consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of three rt235 infant dual-heated with evaqua breathing circuits "failed ventilator setup due to excess leak". This was observed prior to use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The hospital from (B)(6) reported that a quantity of three rt235 infant dual-heated with evaqua breathing circuits failed the ventilator leak test due to excessive leak. The complaint devices were not returned to fph for further investigation. Without the complaint devices it is not possible to provide any reasonable conclusions about the reported fault. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production.